Event description:
Reporter alleged obtaining the results of 585 mg/dl and 260 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that she stored the strips in the refrigerator. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.